Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump in use with a heart transplant patient did not deliver medication. It was reported that the bag was full. No adverse patient effects were reported.